Event description:
It was reported that the pump indicated a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 6(B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case had a broken tube holder and the bottom cases were in excellent condition. There was visible contamination by the "l" bracket. Primary audible alarm bgnd (background) test was found in the pump history log. Power up and infusion / occlusion test were performed and the reported problem was not duplicated. Root cause could not be determined. There was no external damage or contamination to interconnect board or speaker. Interconnect flex cable connector was not glued. Actions were taken to mitigate the reported issue: replaced speaker as preventive measure, power up process and all the functional tests passed.